Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up. Functional testing was performed and passed. Receiver 'try it' test was performed and passed. Drop test for intermittent audio was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The case was opened for interior inspection, audio speaker resistance was measured and passed. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. The manager at the patient¿s residency indicated that the patient¿s continuous glucose monitor (cgm) did not alert for a low. The patient¿s cgm low alert setting is 5 mmol/l. The patient was found unresponsive by the staff and took his blood glucose (bg) which was 2.3 mmol/l. Emergency medical services (ems) was called, 1 mg of glucagon was administered the patient was transported to the hospital. While at the hospital, his bg increased to 6.4 mmol/l; however, 40 minutes later, his cgm was 4.1 mmol/l and the emergency department staff that was with the patient reported his receiver did not alert. The patient was treated and released back to the care facility. The date and location of the sensor insertion was not provided. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.